Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. The reported complaint of alarm and overheating has been confirmed. Unit displays ¿short circuit detected ¿error message on both ports upon power up. Cause of error is a defective main pcb. Three transistors are shorted out and a resistor is burnt. The complaint investigation has concluded that a defective hand piece is the most likely cause of the damaged components.

Event description:
It was reported the dyonics power ii control unit alarmed and overheated. No patient injury or complications were reported.